Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during installation of a therapeutic procedure the powerseal 5mm did not active when plugged in. The procedure as completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. The following field was update: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, the device was connected to a generator and functional testing was performed and no issue was found with customer reported problems. However, the investigation confirmed a reported failure of the device exhibiting incomplete seal cycle error. The root cause could not be identified. According to the investigation, the device was functionally tested, and the device failed the functional test. The device rotates clockwise and counterclockwise, clamp lock lever can be locked in place and released. While testing with the esg-400 and usg-400 the device could not complete sealing process giving error code i764. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.